Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with the right atrial and right ventricular leads that exhibited noise. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.